Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a sore under the lifevest equipment. Patient described the area as sore. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised removal of lifevest for the skin irritation. Follow up indicated that the skin irritation improved.